Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e226 scope detection error. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. A poor contact of the optical module was found, causing the e226 error code. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, and while a definitive root cause could not be established. Investigators believe the reported failure could possibly be traced to the unit¿s damaged contact point, compromising device to device communications. Olympus will continue to monitor the field performance of this device.